Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the united states, but a similar device is commercially available in the united states.

Event description:
Surgeon reported via fax that: "a pt underwent a surgical procedure of total knee replacement of the left knee due to gonarthritis in 2001. On (B)(6) 2011, the pt underwent an unanticipated revision surgery due to the loosening of the implant.